Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-sep-2019 with the following findings: the complaint regarding no power was reported on (B)(6)2017; according to the pump history, the pump was in use until (B)(6)2019, therefore all black box and pump history for the date of the event has been overwritten due to continued use. The available black box data contains dates from (B)(6)2019 to (B)(6)2019 with no evidence of power loss. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was able to fully tighten and power on the pump. No power loss or rebooting was duplicated during 12 hour testing. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging there was a no power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.